Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062910. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023, a patient in australia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, following pegj placement, the patient experienced stoma site pain. On an unknown date, the patient was diagnosed with stomach and abdominal wall inflammation and a stoma site infection. The patient was treated with unknown IV antibiotics. On an unknown date, the patient was discharged from the hospital. It was reported that the patient was prescribed unknown oral antibiotics for the stoma site infection.